Manufacturer narrative:
(B)(4): removed. The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. The suture not advancing can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. Each device is inspected during final inspection, including the inspection of the suture and the way it is loaded onto the device. The device lot is functionally tested for suture deployment as part of lot acceptance. The lot met acceptance specifications. With the inspections of the suture in place, the lot acceptance testing to verify quality of the lot build, and no reported information of delivering the suture out of the device from the incident, there is no indication of a manufacturing deficiency. There is no indication that manufacturing of the device influenced the reported experience. The patient was reportedly morbidly obese. The IFU states: the safety and effectiveness has not been established for patients who are morbidly obese. The anatomical conditions of the patient may have interfered with the knot advancement, but could not be confirmed from the reported information. The cause may have been due to anatomical conditions, but this could not be confirmed. There are sufficient in-process inspections and testing to ensure the proglide device functions as intended. There was no indication of a manufacturing deficiency from the reported information. The cause may have been anatomical influences, but could not be determined by the reported information. There does not appear to be any indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there were no similar reported experiences for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a (B)(6) patient. Per the instructions for use, the safety and effectiveness of the perclose proglide device have not been established for patients who are (B)(6). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician attempted placement of the sutures of two proglide devices using the pre-close technique prior to an abdominal aortic aneurysm procedure in the left common femoral artery. Reportedly, after deploying the sutures the knot could not be advanced. A surgical cut-down lasting four hours was preformed to remove the sutures. After placement of the suture using the pre-close technique the sheath was (B)(6) from a (B)(6) to a (B)(6). The patient was reported as (B)(6). There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.